Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string broke off a tampon leaving the pledget inside her vaginal cavity. She was unable to remove the pledget on her own and went to urgent care. A doctor removed the pledget from her vaginal cavity. She did not receive any additional medical treatment and did not experience any adverse health effects.